Manufacturer narrative:
(B)(4). Patient's weight not provided/unknown. Device lot number not provided/unknown. Additional 510k numbers: k011028 and k013227. Device remains implanted.

Event description:
It was reported that the internal threading of the implant was damaged during a procedure. The implant remains well seated and intact. A thread tap was requested. Tooth site 19.

Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided. Therefore, a device history review and complaint history review could not be completed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.